Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsi checked the subject device and found that the reported phenomenon (no image) was duplicated due to the failure of the printed circuit board, and also found that the scope communication error b30 occurred on the subject device due to the failure of the printed circuit board. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. And to correct information provided on the initial report. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined, that the phenomena of ¿no image¿ and ¿error b30¿ occurred, due to the failure of patient circuit board (ap board). However, there was no description about the cause of the failure of the ap board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection before the use, it was found that the endoscopic image of the subject device was not displayed on the monitor. There was no report of patient injury associated with this event.